Event description:
It was reported that the patient controller and modular cable were exchanged due to tears in the silicone jacket. It was noted that the patient prematurely disconnected their driveline and reconnected with the help of health professionals. A review of the log files confirmed that there was a pump stop from when the patient disconnected the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of tears in the white power cable was able to be confirmed. The heartmate 3 system controller was returned for analysis, and a log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 6 days ((B)(6) 2021 per timestamp). Events captured on (B)(6) 2021 were recorded in the testing labs at abbott. There were no other notable alarms pertaining to the reported event active in the log file. The system controller underwent preliminary and functional testing and was found to operate as intended. Upon further investigation, the white power cable was cut open in order to further inspect the tear in the power cable. There was no damage to the underlying layers. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental findings: fluid ingress. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed